Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011; lab: 3.7. Date: (B)(6) 2011; inratio: 2.9; re-test: 3.1, 3.0. Pt missed his sunday dose, took an extra dose on monday, then went to the lab on tuesday morning and received lab inr=3.7.